Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to an (B)(6) patient. It was reported the a patient lost sensitivity/feeling in both legs following an scs trial implant procedure. The symptoms were found to be due to a hematoma that was present between t6 -t12. In turn, the physician decided to explant the patient's scs system. The patient plans to undergo further surgical intervention to remove the hematoma.